Event description:
A surgeon reported a pt with an unexpected refractive result following intraocular lens (iol) implant surgery. Since day one postoperatively, the pt experienced mild cornea and "some surface issues." At three weeks postoperatively, the surgeon reported the vision was stable at 20/40, the cornea was clear and the iol "may be five degrees rotated." In a follow-up, the surgeon reported he has not determined the cause of the refractive surprise. He continues to monitor the pt and there is no secondary procedure planned. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There has been one other similar complaint reported in the lot number. Add'l info was requested on 05/04/2011 and 05/08/2011 by phone fax and mail. A completed questionnaire has not been received. (B)(4).